Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead had dislodged, one month post-implant. During a follow-up, double counting was observed on the egm. The ICD detected a vf episode as a result of the double counting. However, the charge was aborted due to return to sinus diagnosis. The lead was repositioned on (B)(6) 2011.